Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: MFR#0001822565-2018-01452, MFR#0001822565-2018-01453, MFR#0001822565-2018-01454. Concomitant product(s): trabecular metal reverse 36mm poly liner plus 6mm offset pn434903606 ln62816883; trabecular metal reverse base plate pn00434901500 ln62983814; trabecular metal reverse glenosphere 36mm pn00434903611 ln62959388. Reported event was confirmed by review of radiographs. An x-ray was provided and reviewed. The x-ray review identified: "left shoulder reverse arthroplasty with abnormal superior position of the glenoid head with articular surface causing erosion and bony remodeling of the undersurface of the ac joint minimal articulation with humeral stem. Rounded lucency with sclerotic border along the inferior aspect of the articular portion of the humeral stem suggests possible osteolysis. No fracture seen." And "osteopenia is present." DHR was reviewed and no discrepancies were found. Review of complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient has been indicated for shoulder revision approximately three years post-implantation due to unknown reasons. It was reported the patient will be converted to hemi-shoulder system. No further information is available.